Event description:
It was reported that the patient was experiencing inadequate stimulation due to paddle lead was placed off midline. The patient underwent a revision wherein the lead was repositioned. The patient was doing well postoperatively.